Manufacturer narrative:
According to the customer, "the suction catheter did not work when needed for infant resuscitation. Multiple suction catheters have to be used when these don't provide suction." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the suction catheter did not work when needed for infant resuscitation. Multiple suction catheters have to be used when these don't provide suction."